Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 257 mg/dl. Reportedly, air bubbles were observed in the tubing. Customer administered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer filled cartridge with cold insulin.